Event description:
Information was received from the neurologist's office that the patient was last scheduled to be seen in (B)(6) but had not come in at that time. Patient had called the office later and scheduled an appointment in (B)(6) 2017. Patient also called during the week of (B)(6) 2016 regarding a disability card that was needed from the office but had not reported any issues concerning the vns at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is experiencing painful stimulation and does not think that her vns is working. It is unknown why the patient believed the vns to be not working but vns stimulation on time was observed by case manager via phone as patient's voice changes with vns stimulation. The patient was advised to use the magnet to disable the vns for the pain and asked to visit the neurologist or ER if pain continues. Additional relevant information has not been received to date.

Event description:
Additional information was received in march 2017 that the patient continues to have pain and difficulty breathing during the stimulation on time. Patient can barely breath and is not able to talk while the stimulation is happening. Once the stimulation stops, patient's breathing and talking returns to normal. Patient underwent x-ray imagining and since the imaging, patient reports that the pain has gotten worse. Additional information was received that the patient has quite profound pharyngeal or diaphragmatic spasm-like episodes associated with stimulation that have been gradually worsening over a period of weeks/months. On the morning of the ER visit, the episodes very strong. Company representative observed the patient for several vns cycles and then turned vns off. Oddly, patient had one additional episode about 10s after the programming was complete, and then no further symptoms.

Event description:
Patient was referred for full revision due to persistent painful stimulation. No known surgical interventions have occurred to date.

Event description:
Implant card was received reporting the patient&#39;s generator was replaced due to prophylactic reasons. The explanted device has not bee received to date.